Event description:
It was reported, the duodenovideoscope the erector (lever) no longer works, the head cover had a leak, and there was insufficient angulations. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp). There were no reports of patient harm. Another device was used to complete the case.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported the duodenovideoscope erector (lever) no longer works, the head cover had a leak, and there was insufficient angulations. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.